Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left knee revision. Update 3/23/2016: infected knee, surgeon washed out knee, removed duracon polyethylene insert and subsequently implanted a brand new duracon cs lipped tibial insert.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: medical review indicates that early intervention was adequate although there is no info on further outcome or whether infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of unknown potential patient-related and procedure-related factors. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision. Update 3/23/2016: infected knee, surgeon washed out knee, removed duracon polyethylene insert and subsequently implanted a brand new duracon cs lipped tibial insert.